Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the cannula was kinked. The patient was treated with an insulin drip, magnesium tablets, insulin shots and a transfusion was performed every four hours. The patient was released three days later. The pod was worn when seeking medical attention. The patient disposed of the old pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.